Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation of a sample, gel adhering to the inside tube wall, and red blood cells adhering to the inside of the tube wall in 10 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor gel barrier separation of a sample, gel adhering to the inside tube wall, and red blood cells adhering to the inside of the tube wall in 10 devices. No adverse impact was reported regarding the patient or us

Manufacturer narrative:
Investigation summary: bd received 7 photos for investigation which indicated failure mode: gel smearing, poor barrier separation, and red cell hang up. A total of 100 retained samples from lot number 5023120 was visually inspected, and no gel or additive abnormality was found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of october 2025; additional testing was performed. Factors that may contribute to failure mode (poor barrier separation, gel smearing, red cell hangup) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, poor barrier separation, gel smearing, red cell hangup, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the lot # 5023120, for the indicated failure mode: poor barrier separation, gel smearing, red cell hangup based on provided photos. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.